Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 20 synergy drug-eluting stent was advanced for treament. However, the stent fell off balloon mid procedure. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy stent delivery system was returned for analysis. Device was returned with no stent attached. The balloon was reviewed - crimp markings were visible on the length of the balloon. No signs of positive pressure applied, and folds were visible. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 20 synergy drug-eluting stent was advanced for treatment. However, the stent fell off balloon mid procedure. No patient complications were reported.